Manufacturer narrative:
Per tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off due to normal battery depletion. Additionally, it was reported that a minimum fill notification occurred after reloading the cartridge. Reportedly, the cartridge had 160-170 units. Customer's blood glucose (bg) ranged from 100-538 mg/dl. Reportedly, customer administered manual injections to treat low bg. Reportedly, customer loaded a new cartridge to address issue and resume insulin delivery.